Event description:
It was reported an angio-seal device was deployed in 2004. The pt developed pain and was diagnosed with ischemia and claudication following the procedure. The next day, an angiogram revealed worsening distal run-off of the right leg. A fasciotomy was performed to relieve compartment syndrome. The pt required a below the knee amputation (date unknown). The pt was reportedly doing well and recovering.